Event description:
It was reported by the customer that a pyxis medstation es system was required to enable managed mode. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a configuration issue. A technical support specialist connected with the station turned on 'managed' for the mode setting to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the technical support specialist troubleshooted the device.